Manufacturer narrative:
Upon visual inspection, evidence of the fractured abutment screw was observed inside of the implant. The complaint was confirmed. The device item number and lot numbers were not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Event description:
The dentist reported that unknown abutment screw fractured inside of the implant. Patient presented to the dental office with discomfort around implant, "not because of fractured screw." The dentist attempted to retrieve the screw but since patient was having discomfort the decision was made to remove the implant ((B)(6) 2017).